Event description:
Subsequent to the initial medwatch report, the following additional information was received: the guide wire was removed prior to knot advancement.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using the proglide device after a percutaneous transluminal angioplasty procedure. Reportedly, during knot advancement, while using the knot-pusher and pulling the suture, the suture/knot came out of the patient. Hemostasis was achieved by manual arterial compression. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device evaluation correction: incorrect device was initially returned. Correct device has been received and evaluated. Evaluation of the returned device indicated as follows: evaluation summary: the device was returned for evaluation. The reported event, suture/knot being pulled out of the artery during knot advancement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. The monofilament was not returned with the device, therefore, the scope of the investigation was very limited. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.